Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was completely fallen off. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the door to the pyxis tower had completely fallen off. A field service engineer (fse) confirmed that tower door 1 was broken at the hinge. Later, the fse replaced the broken tower door in position one. Since the original door was damaged and broken at the hinge, the fse removed the damaged hinge and installed a new tower door in position one. The system functioned as intended after the field service engineer repaired the device.